Event description:
Major knee effusion [joint effusion]. Knee pain [arthralgia]. Case description: spontaneous report received on 16-oct-2009 and 27-oct-2009, from a physician regarding a (B)(6) patient with early stage knee osteoarthritis (B)(6). A recent arthroscopy revealed some very limited regions of stage 3 osteoarthritis, consequently, the physician decided to start viscosupplementation. The patient received synvisc one for the first time on an unknown date in 2009. Further medical history was not provided. On an unknown date, 48 hours following the synvisc one injection, the patient experienced a major effusion and effusion-related knee pain, severity was not reported by the physician. The knee was of normal temperature (no warmth). The physician initially decided to wait a few days to see if it would recover spontaneously. On day 5 following the injection, a knee puncture was performed. The synovial fluid aspired was heterogeneous, partly clear and partly very mildly cloudy. The patient was treated with corticosteroid infiltration. The synovial fluid was analyzed and no germs were found. Following the puncture and treatment received, the patient's symptoms regressed very quickly. As of the date of receipt of this report, the patient outcome was recovered on an unknown date. Concomitant medications were not reported. The physician did not assess the relationship between the event and synvisc one. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.